Manufacturer narrative:
E1: initial reporter phone # : (B)(6) e1: initial reporter facility name: (B)(6) h.6. Investigation summary: "material #: 367983 lot/batch #: 3250882 bd had not received samples, but two (2) photos were provided for investigation. The photos were reviewed and the indicated failure mode for underfill was observed. Additionally, twenty (20) retention samples from bd inventory were evaluated by functional testing, to a draw test for low or no draw and the issue of underfill was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of underfilled. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that while using bd vacutainer® sst¿ blood collection tubes, there was insufficient negative pressure (underfilled) for two tubes. No patient impact reported.

Event description:
It was reported that while using bd vacutainer® sst¿ blood collection tubes, there was insufficient negative pressure (underfilled) for two tubes. No patient impact reported.

Manufacturer narrative:
The following fields have been updated with additional/corrected information: d.9. Device available for eval: yes. D.9. Returned to manufacturer on: 05-jun-2024. Bd received twenty (20) samples and two (2) photos for investigation. The photos were reviewed and the indicated failure mode for underfill was observed. Additionally, the customer samples along with 20 retention samples from bd inventory, were subjected to a draw test for low or no draw and the issue of underfill was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. Here were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of underfilled. Bd was not able to identify a root cause for the indicated failure mode.